Event description:
It was reported that an alarm was occurring, the alarm was a pending alarm. There were numerous stalls and recoveries beginning on (B)(6) 2015 at 08:33 with a tube set on (B)(6) 2015 and a recovery on (B)(6) 2015 at 0706. There were other stalls and recoveries after that. It was noted that the pump was never implanted in a patient. It was still in box when read out for a case.

Manufacturer narrative:
Analysis of the pump confirmed the presence of multiple motor stalls and recoveries while in shelf state. Despite this, the pump passed all functional tests: there were no anomalies with the function of the pump.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.